Event description:
Donor exhibited hemoglobinuria following aborted plasmapheresis procedure. Kink observed in collection set tubing after warning of "cycle too long" displayed. Rbc's in centrifuge returned to donor before plasma hemoglobin noted in collected plasma. Procedure discontinued donor and transferred to hospital per center sop patient aggressively hydrated, monitored overnight and released.